Event description:
Medtronic received information that prior to use of this bio-medicus kit device, the customer reported the guidewire was thicker and of a different standard than the conventional one, and could not be used. The device was not used. There was no patient involvement so no adverse effect occurred.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event device evaluation summary: visual inspection of the opened tray shows the guidewire is to be 0.025 inches in diameter. The guidewire was measured using a micrometer to be 0.037 inches in diameter. Reason for return was confirmed. Section e initial reporter: the first and last names and phone number of the initial report are not available due to regional privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.